Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description: the field reported event of a non-communication anomaly was confirmed upon receipt of the device in the laboratory. During the investigation process, the device lost power and powered on reset (por'd). Thereafter the device was able to establish successful communication with the laboratory programmer. The field reported non-communication anomaly was, therefore, lost during the course of investigation and the cause remains undetermined.

Event description:
It was reported that the device could not be interrogated prior to implantation. It was not used in the implant attempt.